Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time. A supplemental medwatch report will be filed when the analysis is complete.

Event description:
It was reported that during a coronary diagnostic procedure, while the physician was pushing the catheter through the super sheath, the valve in the hub of the sheath dislodged and was pushed further into the sheath by the catheter. The super sheath was removed and replaced with another super sheath to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "okay."